Event description:
It was reported that the patient presented for an implant procedure of the left ventricular lead. During the procedure, it was noted that the lead was dislodged. The procedure was completed successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.